Manufacturer narrative:
Investigation - the product (compass) was received in the original packaging. Visual inspection - there were no visible deformations or scratches. Functional testing - with the assistance of a master instrument for progav 2,0 measurements, we tested the functions. The needle within the compass did not register correctly, also when various pressures were set. Result - the defect is confirmed. The needle does not register correctly. A repair is not possible. Due to the age of the product, produced in 2016, it appears to be normal wear/aging.

Event description:
It was reported that there was an issue with the shunt system. The compass on the tool set was noted to be defective prior to the surgery. Additional information was not provided.